Event description:
Olympus received a letter from the dept of health and human services dated 10/27/2003, which included a user facility report (report number 5201380000-2003-0001). The hospital reported during a procedure to remove gallstones, the device became lodged and could not be removed. The device was left in the pt for four days to allow a decrease in swelling. The pt underwent an add'l procedure to reduce stone size and enable removal.